Event description:
It was reported that the patient died. Previously reported revision surgeries involving the patient's left hip are detailed below. The devices listed in this complaint capture those believed to remain in-situ at the time of the patient's death.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.